Event description:
It was reported the curve does not come back straight at the device and the push/pull mechanism was super tight. There was no patient injury or adverse consequence reported. No information was provided regarding medical intervention or the duration of extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The investigation results confirm this incident no longer falls within MDR reportability requirements as it was determined it was not functional output ¿ioc-13: shear / friction force (deflection mechanism)2¿ and the complaint device formed a curve consistent with the reference material. The device was returned to stryker sustainability solutions for evaluation. The complaint device was received with the deflection knob and locking mechanism fully engaged. Upon visual inspection of the received complaint device, the catheter's distal tip was identified to stay in a curved position upon relaxing the device's deflection and locking mechanisms. The device was evaluated for deflection. The catheter formed a curve consistent with the reference material. The catheter met the planarity specification. The results of the investigation determined that the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is a curve failure as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the curve does not come back straight at the device and the push/pull mechanism was super tight. There was no patient injury or medical intervention and extended procedure time reported was five minutes. These are commonly used devices that are readily available.